Event description:
The facility's representative reported an infusion pump with a failure code 812:02. The facility's representative stated that no patient incidents were reported. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.